Event description:
It was reported that a user in the first week of ilet pump use experienced a low blood glucose of 66 mg/dl and self-treated by eating two burgers without announcing the meal while the pump was still adapting. Symptoms included hypoglycemia. Outcomes included recovery to a blood glucose of 88 mg/dl without further assistance, no emergency care, and no hospitalization. Investigation included troubleshooting and education on appropriate hypoglycemia treatment, including use of 15 g of fast-acting carbohydrates and fingerstick recheck after 15 minutes. Investigation of this case revealed user-related overtreatment of hypoglycemia and non-announcement of carbohydrate intake while the algorithm was in its learning period, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.